Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: additional product code: mqp. Complainant part is not expected to be returned for manufacturer review /investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent a surgery for plif. During the surgery, the cage was broke due to a limited interbody space when the cage was tapped with a hammer. The surgery was completed without delay. No further information is available. Concomitant device reported: unknown hammer (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This report is for (1) concorde bul par 9x7x23. This report is 1 of 1 for (B)(4).